Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6 type of investigation, investigation findings, investigation conclusions, h11. Corrected fields: g1 contact person mfg site. A getinge field service engineer fse was dispatched to evaluate the unit. The (fse) reported that they confirmed the failure in the logs. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had system overheating alarm. There was no harm reported.